Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the device "did not distribute the correct amount of fluid with different calibrated pumps". There was patient involvement but no harm.

Event description:
It was reported the device "did not distribute the correct amount of fluid with different calibrated pumps". There was patient involvement but no harm.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), c20 - no findings available, d15 - cause not established. Additional information : unique identifier (UDI) #, medical device serial #, if other specify, device manufacture date, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported the device "did not distribute the correct amount of fluid with different calibrated pumps". There was patient involvement but no harm.